Event description:
Rptr is concerned about the quality assurance issue with the injectors that have been causing a serious problem with ripping, tearing and splitting the optical portion of the three piece silicone lens. Rptr began to see problems with the tearing of this lens approx. A year ago and it occurred sporadically. However, this has occurred seven or eight times & has become a significant & serious problem. In all these cases the tear occurred well down into optic after implant was injectes into anterior chamber and/or posterior chamber of eye. This required sectioning lens in half by trying to grasp a hold of lens through a side stab incision & then cutting lens with an intraocular scissors to cut optic into two complete pieces. After transection of lens was complete, each half of lens could be dragged out of eye through 3.2 mm clear corneal incision. This was reported to local company rep who suggested it was possibly due to technique errors by facility scrub nurses. Rptr assured rep this was not the case since this happened with different scrub nurses & techs who regularly scrub with rptr & who have, in fact, over years, folded thousands of silicone & acrylic lenses. Rep agreed to come to surgery one day & observe technique of foling. During time he was there under his supervision, nurses folded ten lenses. His observation was that their folding technique was correct & while he was watching lenth lens tore upon insertion into the pt's eye. It is fairly obvious then probelm with lenses tearing and ripping is not due to nurse technique but due to a major problem in injector. To be sure this was not an insolated problem rptr called around country & spoke to some high volume silicone surgeons. All three drs. Told rptr they recently had problems with three piece lenses tearing & this seemed to be improved since they obtained new "blue injector".